Event description:
Puritan bennett received info stating that the ventilator stopped cycling while in pt use. The pt was not harmed or injured as a result of the event. The puritan bennet customer support engineer (cse) verified the malfunction and replaced the pressure solenoid valve.